Manufacturer narrative:
During the investigation, the reported fault was unable to be confirmed. The sensor arrived without noticeable physical damage. The sensor was able to detect fluic and trigger the expected protective measures. While there was no problem detected, it is suspected that the sensor got wet, causing the malfunction, and dried before its return. Therefore, the device was inventory disposed to prevent reuse.

Event description:
User reported that the level sensor did not respond appropriately to the protected level in the reservoir was passed. There was no patient harm; however, this event is considered reportable.